Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder, breast pain, breast mass, lymphadenopathy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085341) that a female patient, of unknown age at the time of event, who underwent breast augmentation revision with a 350cc mentor memorygel breast implant on the right and a 400cc mentor memorygel breast implant on the left, suffered several unexplained systemic symptoms, including insomnia, widespread pain, widespread tendinitis, fatigue, dizziness, brain fog, arm numbness, anxiety, stuttering, breast pain and lumps, swollen lymph nodes, cold sensitivity, muscle weakness, dark circles/ bags under eyes, hair loss, sensitive skin like sunburn, migraines, frequent headaches, ibs, bloating, food and environmental sensitivities, vitamin and mineral deficiency, candida overgrowth, memory loss, difficulty concentrating/feels like I'm on drugs, dry skin, depression/mood swings, hypothyroidism, and low blood pressure. The patient also added that they take exceptional care of themselves, exercise regularly, eat very healthy, never drink, do not smoke, but the symptoms have wreaked havoc in their life and they are getting worse by the day and was unable to work full time and had spend thousand of dollars trying to get help for all the ailments over the years. The patient will undergo implant explantation in 2019. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 6/14/2019, the product investigation was completed. Device investigation summary: during analysis of the sample was found ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Scientific expert panels and literature reports have found no evidence of a consistent pattern of signs and symptoms associated with these diseases in women with breast implants. Additionally, having rheumatological signs and symptoms does not necessarily mean a patient has a connective tissue disorder or autoimmune disease. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/13/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/28/2019, mentor became aware that the patient was caucasian, has a date of birth of (B)(6) 1973 and was 40 years old at the time of the reported event. Mentor also became aware that the patient also suffered left side deflation and underwent bilateral removal on (B)(6) 2019. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).